Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reports about 2 weeks ago, they were unable to increase their stimulation. Caller reports they have tried 3 different groups, a, b and c. Caller reports when they attempt to increase their setting they are seeing: settings not available. Cannot provide your desired intensity settings. Redirect caller to patient's hcp. Family member of the patient reported that the stimulator just died. They could not find the reason. Had surgery (B)(6) 2025 to replace with the new stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.